Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics; however, x-ray was provided for review. The x-ray investigation revealed the nail implant was broken from the screw blade mating hole. A complete potential cause cannot be established with the available information. Factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. Surgical technique se_847003 rev. Af was reviewed and the following relevant statement was found at page 29: the fatigue strength of the nail may be affected and may contribute to the potential for the nail to fracture if the nail is damaged during any step of the helical blade/screw reaming in addition to other factors such as fracture reduction, surgical technique, obesity, level of activity/ weight-bearing, non-union, or delayed union. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 r 130° l235 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part:04.037.244s. Lot:8357p05. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 20 oct 2023. Expiration date: 01 oct 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tfna nail has broken 4 months post op. Patient experienced pain and underwent tfna removal surgery on (B)(6) 2024. No further information is provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the nail was broken from the screw blade hole. The surface of the device exhibits use wear from manipulation during surgical procedure. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, with available information a complete potential cause can not be full determined. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors a dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 r 130° l235 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part# 04.037.244s, lot # 8357p05, manufacturing site: werk selzach logistik, manufacturing date: 20.oct.2023, expiration date: (B)(6) 2033, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.